Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 49 mg/dl. The cause of the low bg was unknown. Bg was addressed via intravenous saline. Reportedly, the customer left the ER 12 hours later with the issue resolved; however, customer indicated they sustained unspecified heart damage as a result of the event.